Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one gripper was unable to lower while actuating independent gripper in the left atrium. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy and was replaced with another device to complete the procedure. The lock line was observed to be caught in gripper's friction element at the back table. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.